Event description:
Registered nurse (rn) started a 22 gauge x 1 inch in the left acromioclavicular joint. Blood return noted. I tried to advance catheter and met resistance. I noted that there was a "bubble" where the catheter was under the skin. I pulled the needle with catheter out and applied pressure. The catheter was intact but sheared from needle. Lot # 31922172, manufactured 2023-07-01, expiration 2026-06-30. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd insyte autoguard (per site reporter). There has not been a reply yet.